Event description:
It was reported the customer's sensor would become crimped inside her body. The customer also stated the crimped sensors would cause a change sensor alarm on her insulin pump. The customer also reported a discrepancy between her sensor glucose and blood glucose readings. She stated the readings would be off by 200 points or more. The customer also reported receiving a bad sensor alert. Customer was advised sensors are very sensitive to pressure and tension, which can cause inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.